Event description:
The sales representative reported on behalf of the customer that the sh127-105-20, hall primecut cassette 1.27 x 105 x 20 mm was being used on approximately 25apr24 and 2 blades broke during a surgery. "No injury, slight delay as they had to look for broken pieces." Per further assessment it was found that the dr. Confirmed all pieces were recovered from the surgical site. There was no injury to the patient or user. The procedure was completed with a 3-5 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿blades (x2) broke during surgery, no injury, slight delay as they had to look for broken pieces¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined; however, based upon photos a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 9 reports, regarding 15 devices, for this device family and failure mode. During this same time frame 13,500 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sh127-105-20, hall primecut cassette 1.27 x 105 x 20 mm was being used on approximately (B)(6) 2024 and 2 blades broke during a surgery. "No injury, slight delay as they had to look for broken pieces." Per further assessment it was found that the dr. Confirmed all pieces were recovered from the surgical site. There was no injury to the patient or user. The procedure was completed with a 3-5 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.